Event description:
It was documented that customer received excessive no delivery alarms during bolus when wearing quick-set and not sure-t. Customer declined to be transferred to help line as she is able to troubleshoot on her own. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.